Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and severely tortuous distal cx lesion exhibiting 85% stenosis. The patient's anatomy was described as multiple large angle turns with calcium and tortuous. No damage was noted to device packaging . The device was inspected and negative prep performed with no issues noted. The device was pre-dilated. During the procedure the device passed through a previously deployed stent. Resistance was encountered when advancing the device and no excessive force used. It was reported that stent deformation in vivo during positioning occurred. It was reported that the stent was damaged in the middle od of the stent. No patient injury was reported. As the physician was concerned that there was an issue with the stent then a 2.5 x 8mm resolute integrity stent was then selected and used to complete the procedure with no issues.

Manufacturer narrative:
Correction: section: the lesion was pre-dilated image review: the returned image captures the cx lesion confirming the patient morphology. The image does not capture the reported stent deformation. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 4th 7th 8th and 9th distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. (B)(4).